Event description:
It was reported that the patient presented to surgery status post acdf with complications necessitating a second surgery for corpectomy. After the corpectomy procedure, the pt. Continued to have left arm pain and neck pain. Pt. Underwent a procedure for posterior fusion with placement of pedicle screws bilaterally at t1-t2; lateral mass screws at c5-c6; posterior column arthrodesis c5-6-7-t1-t2; allograft, autograft, and bmp for fusion. Morsellized bone graft and bmp was placed in the decorticated surface of the facets and lamina at c5-6, c6-7, c7-t1. At 3 weeks post-op, the pt. Complained of extreme neck and left arm pain and was treated with medrol dose pack. At 2 months post-op thept. Presents with significant amount of mid scapular pain, numbness and tingling throughout his head. Treated with medrol dose pack, percocet, and robaxin. CT scan shows bony alignment, good hardware, good fusion. At three months post-op the pt. Presents with some improvement in his right shoulder pain and pain radiating down into his forearm. CT scan and MRI ¿show good bony healing c5 to t2 with fairly good placement of hardware and no lucency around the screws. MRI scan looks good at the level we operated on. There is some new adjacent level disease at c4-5 but nothing compressing the spinal cord or anything I told him I was excited about doing something about.¿ pt. Started back on neurontin. At 7 months post-op the pt. ¿still has a significant amount of neck pain and very limited movement in his neck. Actually at this point feeling in his posterior neck region, it feels as if there is some hardware starting to protrude up into the tissues. Upon reviewing his old CT of his cervical spine, there is no cross link that should be protruding out in the tissue. Again, the patient said the past 2 weeks it is starting to get severe, worsening neck pain.¿ at 7 ½ months post-op the pt. Presents with neck pain, left shoulder pain. CT scan ¿shows good bony fusion c5 through t2. There is significant adjacent level disease with foraminal stenosis at c4-5.¿ ¿I do not see any hardware failure or other problems.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.